Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) had remoted into the station and tested the drawers, and they responded as expected. The user was able to issue the medication, and the cubie opened normally. The medication was successfully issued. The system functioned as intended when the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer cubie failed to open and unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.